Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant seems to move up and down a bit at a time the more that the patient is bending and moving. Besides having to sit down to charge with a blanket behind her to keep a tight connection, no further steps were taken to resolve the difficulty with charging. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient has had issues charging her implant in the past. Patient thinks her issues are because where the implant is located and it is hard to get a good connection. The implant is about three inches above where her belt would go so she has to sit with something behind the charger for it to stay tight and have a good connection. Patient first started having trouble in (B)(6) of 2019 and they originally thought the implant may have flipped but then saw that the device had moved a little bit and caused issues with charging and getting good connection. Patient did not make any allegation that she is still having problems charging and stated these issues were in the past. No further complications were reported. (B)(4).